Event description:
It was reported that the customer received a button error. Customer mentioned the insulin pump was in her bra and she was sweating. Customer encountered a problem with the insulin pump while trying to bolus a week before the call. Customer also reported there was a small crack on the lower right corner of the display. No blood glucose reading provided. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.